Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Upon review by the manufacturer's investigation unit, the display was not fully readable due to missing diagonal pixel lines. No adverse event was reported. The infusion device was returned for product evaluation.